Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this pacemaker presenting electrogram (egm). Upon review, the presenting egm showed there to be a stored signal artifact monitor (sam) event and a lead safety switch (lss) from bipolar to unipolar configurations on the right atrial (ra) lead was noted. The sam episode showed there to be minute ventilation (mv) chop occurring and right after a vector switch, intermittent oversensing noise on both the ra and right ventricular (rv) leads. Ts discussed possible causes and provided programming recommendations to the hcp. At this time, the pacemaker, ra and rv leads remain in service. No adverse patient effects were reported. Subsequent additional information was provided that reported that during a follow up visit, the right atrial (ra) lead was believed to have been fractured. The physician believes cause of the high out of range pace impedances to be due to the ra lead fracture. It was also noted the patient has persistent atrial fibrillation (af). Isometrics were completed, however the noise on the rv leads were unable to be reproduced. The device was reprogrammed successfully and will continue to be monitored. At this time, the pacemaker system including the ra and rv leads remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this pacemaker presenting electrogram (egm). Upon review, the presenting egm showed there to be a stored signal artifact monitor (sam) event and a lead safety switch (lss) from bipolar to unipolar configurations on the right atrial (ra) lead was noted. The sam episode showed there to be minute ventilation (mv) chop occurring and right after a vector switch, intermittent oversensing noise on both the ra and right ventricular (rv) leads. Ts discussed possible causes and provided programming recommendations to the hcp. At this time, the pacemaker, ra and rv leads remain in service. No adverse patient effects were reported. Subsequent additional information was provided that reported that during a follow up visit, the right atrial (ra) lead was believed to have been fractured. The physician believes cause of the high out of range pace impedances to be due to the ra lead fracture. It was also noted the patient has persistent atrial fibrillation (af). Isometrics were completed, however the noise on the rv leads were unable to be reproduced. The device was reprogrammed successfully and will continue to be monitored. At this time, the pacemaker system including the ra and rv leads remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service, therefore, a technical analysis could not be performed. Based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this pacemaker presenting electrogram (egm). Upon review, the presenting egm showed there to be a stored signal artifact monitor (sam) event and a lead safety switch (lss) from bipolar to unipolar configurations on the right atrial (ra) lead was noted. The sam episode showed there to be minute ventilation (mv) chop occurring and right after a vector switch, intermittent oversensing noise on both the ra and right ventricular (rv) leads. Ts discussed possible causes and provided programming recommendations to the hcp. At this time, the pacemaker, ra and rv leads remain in service. No adverse patient effects were reported.